Event description:
During an instrument service visit, an abbott field service representative (fsr) noticed evidence of fire/smoke from the ups connected to the cell-dyn ruby analyzer. The customer did not notice the smoke due to the location of the ups (under the bench). There were signs of black marks on a damaged 220v incoming power cord. The fsr indicated that the ups is manufactured by a non-abbott manufacturer and installed by abbott. The fsr also indicated that the ups was the only cause of this incident and none of abbott products caused the incident. No injuries or impact to patient management were reported.

Manufacturer narrative:
(B)(4). The fsr noticed that the customer connected several devices to the ups where it was mentioned (in the technical insert) that other instruments should not be connected to the abbott ups. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The ups was not a standard abbott issue equipment. Several electrical equipments were attached to the ups and the load was above its rated capacity. The excess load placed in the ups caused the unit to fail. The ceel-dyn ruby product labeling provides electrical specifications for the customers and/or for the ups installers. There was no issue identified related to the cell-dyn ruby instrument connected to the ups. Based on the evaluation results, a product malfunction was not identified.